Event description:
It was reported that the user received repeated ¿unable to proceed¿ alerts during a supply change and during a dry run without supplies, and attempts to rewind did not resolve the issue, which aligns with a motor stall and delivery motor communication problem associated with the tube component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified in conjunction with a complete blockage related to the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.